Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient on (B)(6) 2015 stating that a health care provider (hcp) had done an x-ray in (B)(6) 2015 because the device had been giving the patient issues. The x-ray revealed that there was a problem, and a manufacturer representative (rep) determined the lead was out of range. One of the lead wires was broken. There were no falls or trauma that led to the lead break. Mitigation efforts had not been planned, and a supplemental report will be submitted if additional information is received. Additional information was received from a manufacturer representative (rep) on (B)(6) 2015 stating that the patient at the physician's office in (B)(6) 2015. The electrodes were out of range (oor) on the impedance check, and there was no further information regarding the lead break. The patient was later referred to a physician, but had not been in contact with additional information since. A supplemental report will be submitted if additional information is received.

Event description:
Additional information received from the consumer reported that the implant was replaced due to lead and implant pocket issues. The patient stated that the implant would move in the pocket and the lead was broken. It was noted that the revision had occurred and the patient had recovered completely.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported six months later that there was a change in therapy, stimulation in undesired location. The patient experienced stimulation at the implantable neurostimulator (ins) site. A lot of times when the patient turns the stimulation on, she feels stimulation sensation from her low back to her legs. Now the patient feels vibrating stimulation towards the left side where the leads are with the device turned off. The patient feels this up to the thoracic part of the spine at the lead site. Something was going on with the patient's device and something was wrong with it. This started out intermittently but has happening pretty regularly now. This was a gradual change. The patient has moved and does not have a new managing health care provider (hcp). The patient was asking to meet with a company representative. A week later the patient's hcp reported a shocking sensation even when the system was off. The hcp requested the company representative (rep) to make an appointment. The patient reported the next day that a few months after the device was put in she started feeling intense shock, zapping in the area where the device was stimulating, even when she does not turn the device on. The patient didn't know exactly when it started. The patient also started feeling shock and zapping where the leads are, even with the device being turned off. This started probably in (B)(6) 2015. It was clarified that the patient does not have a device managing hcp. The patient would like the rep to check her device at her primary hcp. The next day the rep confirmed that they were going to see in patient tomorrow. The indication for use included spinal pain.

Event description:
It was reported that there was a shocking or jolting sensation. The patient needed a manufacturer representative to look at the stimulator, because starting on saturday (B)(6), 2015, the patient noted it ¿literally zapped¿ them. The patient felt a zap from the device and it sort of ¿just ran¿. This happened 3 or 4 times since the patient was implanted in (B)(6). The patient had the device off for a couple of days because they were having trouble charging and got frustrated with it. So the stimulator wasn¿t even on when it zapped the patient. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received from the consumer reported that the device would be completely dead and would still stimulate. The patient stated the device was ¿in range¿ when they would check it and she was feeling shocking, jolting and a burning sensation at the battery site. The patient noted the issue started in 2014 and got worse as time went on and they tried high frequency programming and it drained the battery in a day. It was reviewed that it was expected with high density programming. The indication for use was spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.